Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. Visual inspection of the device by the customer revealed a sample cup lodged in the specimen area, obstructing the rack from moving and causing the x1 belt to jump several teeth. Fse guided the customer on how to realign the s172 sensor flag which resolved the issue. No further action was required by field service. The device was installed at the site on 11jul2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11jul2017 through aware date 30aug2018. There were no similar complaints identified during the search period. The aia-900 operator's manual under chapter 12- flags and error messages, states the following: the aia-900 operator's manual indicates that the 2300 s.loader step feed failure error message is generated when the pitch sensor s071 fails to go on after the step feed. The operator is instructed to check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives, check s071 and the step feed mechanism. The most probable cause of the reported event is due to an obstructed rack causing the belt to jump teeth.

Event description:
It was reported that the customer received the "2300 step feed failure" error with their aia-900 analyzer. The customer performed the "all set home" command; however, the error reoccurred. Technical support (ts) instructed the customer to remove the cover and inspect the device for any obstruction that would cause a rack movement issue. No obstruction was visualized. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.